Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2023, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they had one of their stimulators explanted in (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's ins and lead were removed without replacement because it wasn't working properly which caused their leg to drop.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2023: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they only had one neurostimulator and had the other one taken out. Patient denied having the implant replaced. Patient stated they tried to put a neurostimulator in their cervical area but their spinal cord was so small where they had 2 major neck surgeries back to back and they could not save it (agent understood as neurostimulator) because their spine was too small and had too much going on. Patient stated that someone was there with the surgeon and that he said that there was too much going on and they couldn't save the device. Patient mentioned there was a guy and a girl. Patient recalled a rep came to a post surgery appointment and noted that she called the patient once to collect whatever but had never heard back, and was unsure. Patient said after they took it out, they realized that it didn't really help. Patient noted they had to put 2 leisure poles in their neck and that their spinal cord was just too tiny. When asked for event date, patient provided conflicting information and stated their last neck surgery was potentially january 4th of this year but was implanted with the neurostimulator on january 3rd of 2023 according to the device registration information. When asked for the managing physician, patient stated that they didn't know because hcp did their upper implant and re moved it but another hcp implanted the cervical implant that they were having an issue with now. Patient noted the first hcp refused to do any more on them because of their spinal cord being so low (agent understood as implant surgery). The hcp and rep were not aware of cervical device explant, nor of any other device/therapy issues.